Event description:
During implantation procedure, after the physician inserted the ICD in the pocket, a message was displayed on the programmer screen regarding the loss of rf communication and suggested to interrogate the device again. After pocket closure, the device was re-interrogated and a message was displayed on the screen saying "reset occurred."

Manufacturer narrative:
Preliminary analysis showed that the reason of reset is watchdog. This is a most probably consequence of esd(electrostatic discharge).

Event description:
During implantation procedure, after the physician inserted the ICD in the pocket, a message was displayed on the programmer screen regarding the loss of rf communication and suggested to interrogate the device again. After pocket closure, the device was re-interrogated and a message was displayed on the screen saying ¿reset occurred¿.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
During implantation procedure, after the physician inserted the ICD in the pocket, a message was displayed on the programmer screen regarding the loss of rf communication and suggested to interrogate the device again. After pocket closure, the device was re-interrogated and a message was displayed on the screen saying ¿reset occurred¿.

Manufacturer narrative:
Preliminary analysis confirmed that a reset occurred on this device during the implantation procedure (before or during connection of leads). The root cause of reset could not be identified with certainty.

Event description:
During implantation procedure, after the physician inserted the ICD in the pocket, a message was displayed on the programmer screen regarding the loss of rf communication and suggested to interrogate the device again. After pocket closure, the device was re-interrogated and a message was displayed on the screen saying ¿reset occurred¿.